Manufacturer narrative:
Results: as received, the leads were cut and the cuts were consistent with explant procedure. Since the leads were cut, no electrical testing could be performed. Visual inspection revealed overstress insulation on one of the electrode on channel 5. This likely happened when the leads were pulled. A loose wire was also observed when the insulation was pulled. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient removed scs system on (B)(6) 2010. It was reported that the patient received inadequate stimulations despite multiple programming attempts. The lead was removed and the physician noted that one of the lead contact was distorted. The physician cut the lead and requested a lead examination. The scs ipg was left in the pocket and the pocket was not opened. The patient might be reimplanted at a future date. No further information is available at this time.